Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to surgical conversion.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported the trunk-ipsilateral leg component was fully deployed, and the ipsilateral leg was located on the patient¿s right side. The physician then intended to cannulate the contralateral gate. However, the contralateral gate was located just above the terminal aorta, and cannulation was unsuccessful. It was reported an attempt was made to insert a guidewire from the patient's arm to use a pull-through technique, but the attempt was also unsuccessful. It was reported a decision made to convert to aorto-uni-illiac (aui), and endurant aortic extender was deployed. The left common iliac artery was coil embolized, and femoral-femoral bypass was performed. The procedure was concluded. The patient tolerated the procedure.